Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had burning smells coming from the lap bipolar insert and the onsite inspection result found the said bipolar is generating smoke even after completing activation. There was continuous smoke coming from near the handle and the handle was generating heat. The reported malfunction occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.